Manufacturer narrative:
(B)(4). The pump was returned and evaluated. The reported incident was not able to be reproduced. Based on the report the pump was subjected to volumetric testing and the pump delivered within specification. The pump's logs were reviewed for the last day of infusion activity and according to the logs, there was no indication that any malfunctions occurred. The pump was then tested according to the technical safety check sheet (tsc) and met all specifications and deemed ready for use. A historical review of the complaint database has not identified any adverse trends of this nature. All available information has been forwarded to the manufacturer, b. Braun (B)(4). If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility event: "nurse programmed secondary IV line to run in 60 minutes, bag emptied in 10 minutes, total volume 100ml, clinician stated it appeared to infuse up into the primary bag." Medication order: ciproflaxin 200mg/100ml over 60 minutes no patient injury.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.